Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated calcium result generated by the architect c4000 processing module for a patient. The same sample was repeated, and a lower result was obtained. The following data was provided: sid (B)(6): initial calcium result = 15.40 mg/dl; repeat result = 9.29 mg/dl. Per the calcium reagent package insert, the reference range for adult is 8.4 to 10.2 mg/dl. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated calcium result generated by the architect c4000 processing module for a patient. The same sample was repeated, and a lower result was obtained. The following data was provided: sid (B)(4): initial calcium result = 15.40 mg/dl; repeat result = 9.29 mg/dl. Per the calcium reagent package insert, the reference range for adult is 8.4 to 10.2 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the calcium assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 35490un24. A review of the device history record did not identify any non-conformances or deviations with lot 35490un24 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the calcium reagent, lot number 35490un24.